Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the onset date, the patient was hospitalized. The patient was treated with vancomycin injection (1gm, for five days, route, frequency not reported) and ceftazidime injection (1gm, for five days, route, frequency not reported) for peritonitis. The patient was discharged seven days after hospital admission. At the time of this report, the patient has recovered from peritonitis and antibiotic therapy was discontinued. Pd therapy was ongoing. No additional information is available.